Event description:
It was reported that during a procedure a "temp limiter" message was displayed on the stockert generator. The ablation had to be stopped on four occasions. Upon removal of the catheter, char was noted on the catheter tip. There was no patient incident or injury reported. Multiple attempts have been made to request for the generator setting and irrigation flow rate, whether or not impedance rise was noted, any abnormal catheter irrigation, ablation delivery time as well as approximate size of the char. However, no additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that during a procedure a 'temp limiter' message was displayed on the stockert generator. The ablation had to be stopped on four occasions. Upon removal of the catheter, char was noted on the catheter tip. There was no patient incident or injury reported. Multiple attempts have been made to request for the generator setting and irrigation flow rate, whether or not impedance rise was noted, any abnormal catheter irrigation, ablation delivery time as well as approximate size of the char. However no additional information has been provided. Upon receipt of the returned device, visually inspection found the catheter in normal condition. The catheter was tested for electrical, temperature and generator tests and passed all these tests. Patency flow test was also performed and the device was within specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).